Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, while the device was being for lung inter lobar fissure resection, after reload firing, the jaw could not be opened and unable to exit the reload normally. Replaced by other manufacturer¿s stapler product to resolve the issue in order to complete the case. There was no patient injury.